Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this pertains to the second of two flexiva ID tractip 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on december 16, 2020 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure for stones performed on (B)(6) 2020. According to the complainant, during the procedure, the staff noticed it was broken at the tip area of the fiber. A second of the same device was opened and the same issue occurred. The procedure was completed successfully with an unknown device. There were no patient complications reported as a result of this event.